Event description:
It was reported the colonovideoscope had a white lard-like substance, tape-like stain, and dirt, exiting from the insertion tube. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 02990.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white powder foreign material (the material as reported, a "sticky tape-shaped stain", could not be confirmed) - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). It is further suggested that the user facility check if the stains on the instrument channel were cleaned up especially during reprocessing, in reference to the instruction manual reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ and ¿chapter 8 storage and disposal¿. Additionally, it is recommended to check the environment of the handling, such as if any stain remains, clean thoroughly for a complete rinse until all stain is removed, and drain residual water in the channel after cleaning, and dry it. The instruction manual reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.